Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Procedure: tha led to explantation of acetabular component. Description of issue: liner has dissociated from the pinnacle cup, this was the second time this happened with this cup which led the surgeon to remove the cup entirely from the patient. When did the even occur (pre-op/intra-op/post-op)? Post-op.

Manufacturer narrative:
Product complaint (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system. Device history lot: a manufacturing record evaluation (mre), was not possible because the required lot code was not provided.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : visual examination of the returned device confirmed the reported allegation. The inner concave surface of the device has some markings suggesting the disassociation. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : a device history record (DHR) review or manufacturing records evaluation (mre) was not possible because the investigation was not able to retrieve the required lot code.

Event description:
What is the affected side involved in this event? Left, or right? Unknown was there a surgical delay? If yes, what is the duration of the delay? Not a delay, a complete new surgery was needed because of this! Was there adverse symptoms or patient harm that the patient experiencing due to the reported event. Yes they needed to do a complete extra revision. Date of revision? In complaint. Date of implant? Unknown.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: visual examination of the returned device confirmed the reported allegation. The inner concave surface of the device has some markings suggesting the disassociation. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: a device history record (DHR) review or manufacturing records evaluation (mre) was not possible because the investigation was not able to retrieve the required lot code.